Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens in two pieces. The optic has been cut or torn in half. One haptic is torn off and missing. The other haptic is bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided we are unable to determine a root cause.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and explanted for unknown reasons approximately 34 weeks later. The incision was enlarged, but no sutures were required. The lens was replaced with a different model. Additional information has been requested but has not been received.